Manufacturer narrative:
H3,h6: the device intended for use in treatment has not been returned for evaluation, therefore we are unable to establish a relationship between the reported event and the device therefore the root cause remains undetermined, if the device is returned in the future this complaint will be re-assessed. Error message device fail is due to an internal software or hardware issue. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances, however no further action is deemed necessary. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during treatment the device displayed the error message "device failure". Troubleshooting instructions were provided but the issue was not solved. The customer was instructed to contact home care rn to request the replacement of the pump.